Event description:
The healthcare professional reported that during a procedure targeting the internal carotid artery (ica), the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000263518) was used and became damaged during the procedure. Continuous flush was maintained through the trevo trak microcatheter (stryker). It was reported that the procedure was continued to completion using the damaged emboguard device. There was no report of any negative patient impact. On 28-jan-2024, additional information was received indicated that the concomitant device was not removed, the procedure was performed as usual and completed using the broken emboguard. On 06-feb-2024, photos of the device were received. On 09-feb-2024, additional information was received. Per the information, the surgical access was femoral. The procedure was a mechanical thrombectomy. A peel-away-sheath was used. The reported ¿damaged¿ condition of the catheter was clarified as follows: ¿no visible damages were observed. It was unable to visually confirm the damaged condition through the nylon bag, and blood was adhered on the device. Since the balloon could not be inflated during use, the physician believed the catheter got damaged. The physician did not touch the balloon part during the procedure, and the peel-away sheath was used, so suspected that the catheter was damaged from the beginning.¿ excessive force had not been applied to the device. The device was removed from the patient without need for additional intervention. The information indicated that ¿although blood flow could not be interrupted, but the procedure was performed as usual and completed with the broken emboguard.¿ follow-up interventions will not be required. The emboguard device was prepped and used in accordance with the instructions for use (IFU). Concomitant devices performed as expected and the procedure was not prolonged due to the reported issue. The complaint device was returned for evaluation and analysis. Based on the product analysis completed on 07-mar-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The product analysis team reviewed the photos. The result is documented below. [Photo review]: the emboguard device and tyvek pouch are visible in the provided photographs. Review of the photographs shows evidence of balloon material extended over the distal balloon bond, marker band and device tip. The proximal balloon bond appears properly formed and undamaged. The distal balloon bond appears properly formed, however, it¿s condition cannot be confirmed from the provided photographs. It was not possible to confirm a hole or tear in the balloon material from the provided photographs. Evidence of three kinks at 13 cm, 46.5 cm, and 62 cm from the distal tip were also observed. No further damage or deformation to the emboguard device was evident from the provided photographs. Note: the dilator, lav, rhv, peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Root cause of the balloon material wrapping around the device tip could not be determined based on the information provided (i.e. Patient specific factors, procedural factors, ancillary devices used). It was reported that the emboguard device was prepared as per the IFU. A balloon defect would be identified at this stage prior to insertion of the emboguard into the patient. Therefore, potential cause of the reported complaint event is interaction of the device with an accessory/ancillary device during the procedure. The physical product investigation will confirm any findings related to the reported balloon damage. A review of the manufacturing documentation associated with this lot (0000263518) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Conclusion: review of the provided photographs shows evidence of balloon material extended over the distal tip of the emboguard bgc. There is no evidence of balloon damage. It is not possible to confirm the complaint event from the provided photographs, and the root cause cannot be determined. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned emboguard device identified that the shaft had been kinked at four locations. It was also reported in the complaint details that ¿no visible damages were observed¿ on the emboguard bgc. Therefore, the kinks are considered unrelated to the complaint event. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured. Restriction was observed on inspection of the entire bgc main lumen with a 0.087-inch ball gauge. The ball gauge could not be advanced through the shaft without resistance. The complaint event description detailed that ¿the balloon could not be inflated during use¿. The balloon on the returned emboguard device could not be inflated. A tear was identified on the balloon material at the distal balloon bond of the returned emboguard device. Therefore, the complaint event is confirmed. It is likely that the rupture occurred during insertion into or tracking through the patient¿s anatomy or upon inflation at the target vessel. Per device IFU and per common practice with all balloon guide catheters, the balloon is prepared before insertion into the patient by inflating and deflating the balloon multiple times, and the inflated balloon is inspected for leakage and air bubbles. Therefore, had the tear defect been present at the time of balloon preparation, the leak would have been evident. A recreation of the complaint event could not be performed based on the details provided in the complaint report (i.e., details regarding method of insertion, patient anatomy). While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.